Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument failed the cut test. The instrument was placed on an in-house is3000 system for a latex cut test and the scissors did not cut cleanly through .006 latex. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .063 - .162 in length and were not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the main tube had a small hairline crack in the axial direction, located directly below the tube reinforcement ring. The location of the crack was in an area that was not protected by the tip cover. Failure analysis also observed that the instrument banana plug was bent. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the instrument flush tube was dislodged at the lure plate. The housing was opened and no kinks were found. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the monopolar curved scissors instrument was dull. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.